Manufacturer narrative:
RMA (B)(4) was initiated for the return of this device. The mattress is model ma65 serial number (B)(4). User manual part no 1148137 rev c (3/09) was provided to the consumer of this device. The age of the device is approximately 1 year old. The unit is a rental unit. It is unknown if the consumer fully read and understands the user manual. The following warning is provided on page 2: "warning - "do not use this product or any available optional equipment without first completely reading and understanding these instructions and any additional instructional material such as owner's manuals, service manuals or instruction sheets supplied with this product or optional equipment. If you are unable to understand the warnings, cautions or instructions, contact a healthcare professional, dealer or technical personnel before attempting to use this equipment - otherwise, injury or damage may occur." The maintenance history of the device is unknown. The unit is a loaner. The device is equipped with circuit protection for the blower and is described in the chart on page 5: chart - "circuit protection: dual fused, 250 v, 1 a fast blow fuses." It is unknown if smoking, anesthesia equipment or oxygen were factors contributing to this incident. Fire hazard dangers are provided on page 9 and states: "fire hazard - danger - smoking - do not smoke while using this device. This system uses room air for circulation through the mattress. A cigarette can burn a hole in the bed surface and cause damage to the mattress. Also, patient clothing, bed sheets, etc. May be combustible and cause a fire. Failure to observe this warning can result in severe fire, property damage and cause physical injury or death. Smoking by visitors in the room will contaminate the system. Therefore, visitor smoking is not permitted. Anesthesia equipment - there is an explosion risk if used with flammable anesthetics. Oxygen - there is a possible fire hazard when used with oxygen administering equipment other than nasal mask or half bed tent type. The oxygen tent should not extend below mattress support level. It is unknown if the electrical plug or connection has been altered. Power cord connections warning and caution are provided on page 13: "warning - do not alter plug to fit a non-conforming outlet. Instead, have an electrician install a properly grounded 3-prong outlet. Failure to use the correct plug and outlet can result in a potential safety hazard." "Caution - ensure that the power cord of the control unit is not pinched, or has any objects placed on it, and also ensure it is not located where it can be stepped on or tripped over."

Event description:
The dealer states this is a rental unit. The unit allegedly would not blow the mattress up any longer. While testing the unit, the dealer alleges it got so hot that he nearly burned his hand on it. No injury is alleged.